Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. There were no patient consequences. No further information was received.

Event description:
New information received notes that the insertable cardiac monitor (icm) was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Final analysis did not find any anomalies.